Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that prior to the procedure the device was interrogated and noted that the device triggered elective replacement indicator (eri). The device was not used. No patient complications have been reported as a result of this event.